Event description:
Information received regarding the explanted device notes that the patient made a sudden arm movement. Afterwards he tested his heart rate and it was at 35 bpm. He also felt slight chest pain. At the clinic, loss of capture and sensing were seen. Two planar x-rays revealed lead perforation. The lead was replaced and the patient was recovering.